Event description:
Reporter alleged blood glucose measured 536 mg/dl back to back with a result of 243 mg/dl when testing was performed 8 mins apart. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.